Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was unable to reproduce the reported "unexpected shutdown" issue. While evaluating the iabp the stm observed "fault code #111" and "fault code #112" in the fault logs. The stm reloaded the system software, checked all calibrations and the iabp ran in normal mode for two hours with no problem. The stm performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
It was reported that the while prepping the cardiosave intra-aortic balloon pump (iabp) for use, the unit unexpectedly shutdown. The end user reported observing "fault code 111" and "fault code 112" prior to the iabp shutting down. No patient involvement or adverse event reported.